Manufacturer narrative:
The polarx device was evaluated by boston scientific. The catheter and balloons were received and analyzed by post market quality assurance laboratory. Upon visual inspection, the guidewire lumen tip and proximal balloon detachment of inner and outer balloons at the polarx shaft was confirmed. The outer and inner balloons were individually pressurized with a syringe while the balloon necks were pinched down to prevent leaks from this end. Upon injection of air from the syringe, both balloons were able to be individually inflated, confirming the balloons had no additional leak paths and that the distal balloon bonds were intact. The polarx shaft had signs of bonding present from the outer and inner balloons. The interior part of the guidewire lumen tip also had signs of bonding to the guidewire lumen. The guidewire lumen showcases metal struts protruding from guidewire lumen braid. X-ray imaging confirms the absence of any part of the metal braid left in the guidewire lumen tip. Also, relevant images pulled from complaint were reviewed by a boston scientific quality engineer. The images shows evidence of the polarx shaft and the detached balloon retrieved post procedure. The images confirm the detachment of device or device component and visible blood allegations in the complaint .x-ray image notes where the polarx is positioned in the right inferior pulmonary vein with a high degree of bending. Laboratory analysis was able to confirm the reported clinical observations of detachment of device or device component and visible blood. The difficult to withdraw allegation could not be confirmed because of the return condition of the catheter.

Event description:
It was reported that there was difficulty in withdrawing the catheter resulting in a detached balloon and catheter tip. During an ablation procedure for atrial fibrillation, a polarx fit balloon catheter was used in the left atrium and the right inferior pulmonary vein (ripv). Left pulmonary veins' ablation was uneventful. The catheter was then inflated in the ripv. Right superior pulmonary vein (rspv) was isolated in one application (difficulty due to anatomy - to engage it as it was not coaxial, eventually achieved occlusion and egm disappeared) but needed to inflate and deflate the balloon as it was not easy to retract. Tried deflating by using the slider twice, however, the catheter was still unable to be pulled into the polarsheath; the sheath was steered to the left superior pulmonary vein (lspv) and the polarmap was in the lspv as well at this point. The polarx catheter could not be pulled into the polarsheath for withdrawal from the left atrium. Resistance was encountered during withdrawal. It was confirmed via fluoroscopic images that the balloon was fully inflated when inflation and deflation steps were attempted during withdrawal of the polarx into the polarsheath. Subsequently, the physician attempted to withdraw the entire system into the right atrium (ra); however, a "blood detection" error appeared on the console. Blood was seen returning through the gas cable. It was noticed that the device embolized. Embolization was inside of the vein, the catheter and the balloon tip were observed to be detached inside the heart. Vascular surgeons performed a contrast and confirmed that the tip and balloon were at the right ventricular outflow tract (rvot). A non-boston scientific device was then used to successfully snare the balloon and tip from the patient. It was further reported that 6 ablations were delivered before the incident occurred. No insertion issues were experienced when introducing the polarmap into the polarx. There are no additional x-ray images or pictures/videos of the procedure or pre-procedure available; however, the patient anatomy was noted to be normal, and the procedure was straightforward. Physician noted to have used more force than usual when retrieving the system into the left atrium, resistance to withdraw was felt within the sheath, not the patient anatomy. Half of the balloon was inside the sheath when the attempt to withdraw into left atrium was made. There was no indication that the balloon detached from the shaft before the tip of the catheter was broken. Double stops were not performed at any point during the procedure. Regardless of the device malfunction, the procedure was completed successfully, as the incident happened after the pulmonary veins isolation. The patient recovered without any evidence of neurological issue or any other repercussions. All other devices used during the procedure were disposed. The catheter is expected to be returned. Per additional information received; a conversation with the physician revealed that the balloon had in fact embolized in the pulmonary vein and not the rvot. Furthermore, it was reported that after the final ablation, the polarmap was retracted into the polarx before the second one was withdrawn into the polarsheath. The sheath was in neutral position when attempting to retract the polarx into polarsheath. The access point was noted to be from the right femoral vein.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was difficulty in withdrawing the catheter resulting in a detached balloon and catheter tip. During an ablation procedure for atrial fibrillation, a polarx fit balloon catheter was used in the left atrium and the right inferior pulmonary vein (ripv). Left pulmonary veins' ablation was uneventful. The catheter was then inflated in the ripv. Right superior pulmonary vein (rspv) was isolated in one application (difficulty due to anatomy - to engage it as it was not coaxial, eventually achieved occlusion and egm disappeared) but needed to inflate and deflate the balloon as it was not easy to retract. Tried deflating by using the slider twice, however, the catheter was still unable to be pulled into the polarsheath; the sheath was steered to the left superior pulmonary vein (lspv) and the polarmap was in the lspv as well at this point. The polarx catheter could not be pulled into the polarsheath for withdrawal from the left atrium. Resistance was encountered during withdrawal. It was confirmed via fluoroscopic images that the balloon was fully inflated when inflation and deflation steps were attempted during withdrawal of the polarx into the polarsheath. Subsequently, the physician attempted to withdraw the entire system into the right atrium (ra); however, a "blood detection" error appeared on the console. Blood was seen returning through the gas cable. It was noticed that the device embolized. Embolization was inside of the vein, the catheter and the balloon tip were observed to be detached inside the heart. Vascular surgeons performed a contrast and confirmed that the tip and balloon were at the right ventricular outflow tract (rvot). A non-boston scientific device was then used to successfully snare the balloon and tip from the patient. It was further reported that 6 ablations were delivered before the incident occurred. No insertion issues were experienced when introducing the polarmap into the polarx. There are no additional x-ray images or pictures/videos of the procedure or pre-procedure available; however, the patient anatomy was noted to be normal, and the procedure was straightforward. Physician noted to have used more force than usual when retrieving the system into the left atrium, resistance to withdraw was felt within the sheath, not the patient anatomy. Half of the balloon was inside the sheath when the attempt to withdraw into left atrium was made. There was no indication that the balloon detached from the shaft before the tip of the catheter was broken. Double stops were not performed at any point during the procedure. Regardless of the device malfunction, the procedure was completed successfully, as the incident happened after the pulmonary veins isolation. The patient recovered without any evidence of neurological issue or any other repercussions. All other devices used during the procedure were disposed. The catheter is expected to be returned.